Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Missing handle and associated scew. Case type: tka.

Event description:
Missing handle and associated screw. Case type: tka.

Manufacturer narrative:
Reported event: it was reported that the mics was missing handle and associated screw. Product evaluation and results: no device inspection could be completed as the product was not available for evaluation. Product history review: device history records indicate 25 devices were manufactured under lot k09qa and all 25 devices were accepted into final stock on 6/8/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k09qa shows 4 additional complaints related to the failure in this investigation. The related complaints are (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been an nc and CAPA associated with the product and failure mode reported in this event. This is nc (B)(4) and CAPA (B)(4)..